Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The patient was do not resuscitate/ do not intubate (dnr/dni). They had a tonic clonic seizure 2/2 intraparenchymal hemorrhage and pursued full comfort measures. The patient also was septic and had cardiogenic shock. The death was not considered to be device related as it operated as expected. Their pump was explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established. The patient expired on (B)(6) 2021 and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 13jan2016. The heartmate ii lvas IFU is currently available. Section of this IFU lists bleeding, stroke, sepsis, and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information provided. The manufacturer is closing the file on this event.